Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
A 5 fr. Catheter was cut off by stiffening cannula of the set while trying to receive it. A section of the device did remain insite the patient's body: the tip of the catheter was retrieved through femoralis access the next day.